Event description:
Mother of the child noticed swelling overlying the lateral chest wall. The patient was complaining of pain in the region. The patient underwent an ultrasound, then linogram, which showed evidence of extravasation identified at the site of subcutaneous swelling overlying the lateral chest wall. Appearances are in keeping with break in the catheter at this site. Central line was removed under ga and a new line inserted. IV antibiotics required for 14 days. Extended hospital stay > 14 days. No part of the device remained inside the patient, a replacement line was inserted under general anesthetic. Patient required an ultrasound then linogram, also a general anesthetic to remove the complaint device and insert a new device, and 14 days intravenous antibiotics. Adverse effects to the patient: tissue irritation and pain in the region of extravasation and new central access required in a child with compromised vascular access.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.